Manufacturer narrative:
The hvad is used for treatment not diagnosis. Patient was found home unresponsive with vad disconnected. None of the devices were returned to the manufacturer for evaluation. However, review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed controller ((B)(4)) was off between 02:20:07 and 03:31:37 on the event date. The most probable root cause of the reported 'vad stop' event can be attributed to a double power disconnect. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that a (B)(6) female expired from anoxic brain injury on (B)(6) 2014. The patient was found unresponsive by her family with "no lights on the [ventricular assist device (vad), the vad was disconnected". Emergency medical services (ems) found the patient asystolic upon arrival. The patient suffered anoxic brain injury and expired later on (B)(6) 2014. Preliminary analysis of the controller log files indicated the patient had been connected to two power sources (an ac power source and one battery), then no power source was in place for a period of approximately one hour before two batteries were reconnected to the controller. Disconnection from the power sources was not witnessed, so circumstances surrounding it are unknown. The family refused autopsy, therefore, the pump was not explanted and will not be returned for evaluation.